Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 09feb2021.

Event description:
The customer reported error blower temperature too high. There was no patient involvement.

Manufacturer narrative:
The remote service engineer spoke to the customer and provided part ID for blower assembly. The customer indicated that the ventilator had been repaired and was back in service. Further questions had been asked of the customer regarding drpt, and specifics regarding the repair and the part replaced to include whether the part would be returned. No further information was received regarding those questions.